Event description:
Upon esophogeal stent deployment, the stent migrated down to stomach after deployment. Attempts to retrieve esophogeal stent failed due to string breaking while applying pressure to retrieve the stent.